Event description:
Male underwent aquablation procedure on (B)(6) 2019. After the procedure, the treating physician decided to take the patient back to the or and performed cauterization due to bleeding. No further sequalae related to the bleeding was reported.

Manufacturer narrative:
A review of the device history record (DHR) was conducted for lot number 19c00345, which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met specifications when released for distribution. A review of similar complaints was conducted on lot number 19c00345, which confirmed that there were no other similar events reported on this lot. The aquabeam robotic system's instructions for use (IFU), ifu320301, and "bleeding" is listed as a potential perioperative risk of the aquablation procedure. A root cause for the reported event could not be determined. Based on review of the DHR and IFU, the event is considered not to be device related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.